Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber of device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber of device. There was no report of patient serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer could not power on the device initially because of the potential rust or corrosion at the dc power connector. Observed unknown white and tan contamination in the iso port (international organization of standardization.) Dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Dust-like contamination on the bottom of the blower motor. Tiny, unknown white and brown specks of contamination are on the bottom of the blower box. There are potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress. Unknown black (inconsistent with degraded sound abatement foam), brown, and green specks of contamination are present in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device.  The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.